Event description:
Information was received indicating that during testing a smiths medical cadd solis vip pump failed pressure test (35+) and never alarmed. It was also reported that the door was missing, and the speaker cuts out during battery fallout test. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the battery door was missing. The customer stated problem was not duplicated. No faults found with the pump, the pump passed pressure test three times. The dso (downstream occlusion sensor) was replaced as a preventative measure. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.